Manufacturer narrative:
(B)(4). Upon completion of the evaluation or should additional information be received, a follow up report will be submitted. Following is the response from the manufacturer, (B)(4), for retained samples of the same lot number: (B)(4) tests were performed on the retained sample of the lot concerned and no abnormality was found. An (B)(4) test was completed and no leak from the fiber or other places was observed. The cause of the event was undetermined.

Event description:
A baxter sales representative (bsr) reported a patient reaction to a xenium dialyzer during hemodialysis. Information was received from the facility director. Reportedly, the patient had experienced previous reactions with the dialyzers. The most recent reaction was with a xeniun xph 190 dialyzer. Reportedly, the patient became hypertensive, had shortness breath and fluttering in the chest. The hospital physician indicated he did not think that this was an "allergic" reaction. Additional information received from the facility director on (B)(6) 2011 indicates: the male patient was admitted to the local hospital in (B)(6), nd (date unknown) for an unknown diagnosis. On (B)(6) 2011, during the hospitalization, the patient required hemodialysis. Reportedly a xenium dialyzer was used with an air in blood alarm occurring and the patient experienced symptoms of wheezing, hypotension, and discomfort in the chest. Reportedly, dialysis therapy was discontinued. Therapy was restarted using a polyflux dialyzer (gambro). Within 30 minutes, an air in blood alarm occurred. The patient reportedly experienced the same symptoms as above. Therapy was stopped a second time. Therapy was restarted using a (B)(4) and the patient was able to complete therapy without further incident. It is unknown if additional interventions were required. The patient has been discharged from the hospital and returned home. Reportedly, the patient had dialysis therapy on (B)(4) 2011 using a CT 190 dialyzer and was able to complete therapy without discomfort. The patient has had previous reported "reactions" to the xenium dialyzers.

Manufacturer narrative:
(B)(4). A sample was returned to the baxter product analysis lab (pal) for evaluation: the sample was returned for testing. A visual inspection was performed and no obvious defects were found. An underwater leak test was performed and no leakage was found. Nipro performed testing on the retained samples for lot number 11c07b for the xenium xph190. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples was performed. The testing performed included biological testing. No issues were found. No other abnormalities were identified during the evaluation of the retained sample. This complaint could not be confirmed.